Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/18/2024, a sales representative reported via (B)(4) that an ar-9676 angle reamer, drive shaft, and an ar-9597-10 angle reamer sleeve, 10°, seized together while in use using standard technique with normal bone quality. The patient was not harmed. The case was completed using a different set of instruments. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted strong abrasion marks around the shaft of the angled reamer, drive shaft. The device was chipped around the distal end of the shaft, the square edges, and the fitting hybrid hudson. Functional testing was performed, and it did not slide properly and got stuck. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user does this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Event description:
Additional information was received on 12/23/204: this was discovered during a reverse total shoulder procedure on (B)(6) 2024. There was no case delay reported and no adverse effects on the patient.